Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that while in the operating room/intensive care unit surgical, the spring wire guide (swg) was inserted, the insertion site was dilated and the catheter was advanced over the swg. During the removal of the swg, resistance was felt and the swg unraveled. The md believed that the entire swg was removed and proceeded to flush the lines. At this time, the md noticed a piece of the core wire at the top of the distal lumen. The md was able to use his thumb and forefinger to remove the piece. The catheter was not removed. There was no reported pt death and injury. Medical/surgical intervention was not required. Therapy was not delayed or interrupted. There were no reported pt complications and the pt's outcome is listed as okay.